Event description:
It was reported to boston scientific corporation that an agile esophageal partially covered stent was to be implanted in the distal part of the esophagus, across cardias, to treat a malignant stenosis during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to cross the anatomy. However, the handle was very hard during an attempted stent deployment, and the handle got broken. The stent was removed partially deployed on the delivery system, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an agile esophageal partially covered stent and delivery system were received for analysis. The stent was received partially deployed. Visual inspection found the blue outer sheath was buckled, and the inner sheath was kinked. Additionally, the distal handle was returned detached. No other problems were noted with the device. Product analysis confirmed the reported events of stent partially deployed and handle broken. In addition, the blue outer sheath was found buckled, and the inner sheath was kinked. The observed events were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied), these events could have then resulted in the stent being unable to fully deploy during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an agile esophageal partially covered stent was to be implanted in the distal part of the esophagus, across cardias, to treat a malignant stenosis during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to cross the anatomy. However, the handle was very hard during an attempted stent deployment, and the handle got broken. The stent was removed partially deployed on the delivery system, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event.